Event description:
User reported that during a pain management procedure the c-arm locked up and would not fluoro. A system reboot was attempted but the system failed to boot. Boot cycle hung up with all arrows displayed on c-arm vfd. A call for service was placed and scheduled for the same day. There was no pt injury.

Manufacturer narrative:
When fse arrived onsite the system was operational. Ordered parts and returned on 11/05/07 to continue service. Installed and configured dicom aspect box. Performed successful dicom image transfer. Installed and tested new "at comm" pcb. No problems found. Equipment returned to service. Customer called back on 11/07/07 to report system had locked up again and required a reboot to restore operation. Performed a software re-load. System has been in operation x7 days with no further reported problems. Close case.